Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been showing signs of withdrawal for the previous 2 weeks. The patient's mother stated it started with his right leg going stiff and then his seizure behavior had increased drastically over the prior 2 weeks to the point where he was currently seizing about every 2 days. An abdominal x-ray of the baclofen pump and catheter was obtained along with a CT scan of brain and shunt series to rule out shunt malfunction as the patient had 5 shunts currently implanted. During the x-ray, a nurse accessed his catheter access port and attempted to withdraw medication in order to proceed with catheter dye study. The nurse was able to draw back a very small amount of clear fluid. The return of fluid was very sluggish and did not extend the full length of the extension's tubing from the aspiration needle to the syringe. Subsequently the catheter dye study was not performed. Accurate placement of the needle was verified into the catheter access port. A catheter revision exploration was performed (B)(6) 2010. The doctor made an incision in the cervical site as this is where the distal portion of the spinal catheter had been inserted retrograde from a previous catheter revision and surgery due to the patient having a rod from his thoracic all the way down to his lumbar spine. The doctor exposed the catheter that entered into the intrathecal space, which was approximately at thoracic level 1. He cut the catheter, did not receive a retrograde flow of cerebrospinal fluid (csf) from the indwelling spinal catheter. A single bolus was programmed into the pump, after the catheter was disconnected, to verify that medication was passing from the catheter through the proximal segments of the existing catheter to the point where the catheter had been cut at the cervical juncture. The patient's mother stated that his withdrawal symptoms increased on the (B)(6) 2010 and he presented into the clinic, again on (B)(6) 2010, with labored breathing, agitation, twitching legs, flailing arms and facial grimacing and moaning. After ascertaining that there was indeed medication, aka fluid, visualized from the pump to the point of the catheter where it was cut at the cervical incision, the doctor decided to splice on a new segment of catheter onto the existing implanted catheter. After this attachment was made, the patient's incision site was closed and the patient was admitted into the pediatric intensive care unit. The patient had been on an infusion rate of 195 mcg every day. The medication in the drug reservoir is lioresal 2,000 mcg/ml. The decision was made post-operatively to decrease the infusion rate to 96 mcg every day. The patient was discharged home after surgery and was tight and irritable on (B)(6) 2010 with the last clinic visit. Daily infusion rate was increased from 155 every day to 195 every day lioresal.